Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing. Upon disassembly, examination of the returned pump revealed a white, soft deposition in the outlet stator. The deposition was loosely seated and lacked laminated layering, indicating that it did not initially form in the outlet stator. The presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. The observed deposition would have potentially contributed to the report of elevated lactate dehydrogenase levels. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with elevated lactate dehydrogenase (ldh) of 1035 u/l. CT scan confirmed thrombus in the inflow cannula and outflow graft, and on the mechanical aortic valve ring leaflets. The patient was readmitted on (B)(6) 2016 with an ldh of 926 u/l. The patient was placed on bivalirudin and received a transplant on (B)(6) 2016.